Event description:
The facility reported a colleague infusion pump with a failure code of 550:320. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 5.04.00 which is categorized as unremediated.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 550:320 was confirmed during product evaluation in the pump's event history. The root cause of this condition was due to a faulty user interface module. The user interface module printed circuit board was replaced in order to correct this condition. Baxter has received similar reports for the reported problem. Additional investigation is being conducted through (B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition.